Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a static fill estimate of 100 units despite insulin delivery. The reported issue did not adversely impact the customer¿s blood glucose level. Technical support educated the caller about variances in pressure measurements affecting the fill estimate display and explained that the fill estimate would count down normally once the insulin amount matched the displayed number. The caller understood and acknowledged the information provided.